Event description:
As stated by the customer on (B)(6) 2010: "(B)(6) was starting to bathe (B)(6), he was in the room but not in the tub. The tub was being filled. The hot water hose split at the bend of the hose. Water was sprayed throughout the room. (B)(6) covered the resident and moved him out of the room to the hallway. She returned and used the shut off valve to stop the flow of water. At that point, her hand was exposed to the hot water and was burnt at that time." (B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, an abdominal leak occurred after about an hour. Another device was used to complete the procedure. There were no adverse consequences for the patient. Requested and received the following information on (B)(4) 2010: was the leak from the device? Yes. Or was the procedure completed and then the patient had an abdominal leak? No. If it was the patient what occurred to fix the leak with the patient ? N/a.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally leaked tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The final criteria was met prior to the release of this batch.